Event description:
The pt was in an automobile accident and was hit by another vehicle. The "airbags deployed and the doors buckled". She was able to feel her leads after having a "lumbar epidural" after the accident. Her healthcare provider informed her that she could feel her leads due to a 40 pound weight loss. An x-ray confirmed that the leads were not dislodged. Since the accident she has "pain everywhere now". The pain was worse when the neurostimulator was on than off. Additional info has been requested.

Manufacturer narrative:
(B) (4).